Event description:
It was reported that air embolism, pericardial effusion (pe), and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed utilizing transesophageal echocardiogram. A watchman access system (was) was positioned and a 35mm watchman flx closure device and delivery system (wds) were advanced. The physician then advanced to create the flex ball while doing a contrast shot to deploy the wds. During the deployment and contrast shot an air bubble was observed inside the wds sheath and contrast was discontinued. The air was aspirated and removed from the wds sheath. Fluoroscopy was reviewed and either an air embolism or thrombus was observed deep in the laa. The wds was deployed, and an effusion sweep was performed. A small pe was observed near the right ventricle. Protamine was administered and the physician continued with re-deploying the wds four (4) additional times to obtain adequate positioning. The wds was released. Upon release and retracting of the wds sheath and was from the left atrium into the right atrium, a long, mobile thrombus was observed in the left atrium, attached to the threaded insert of the closure device. A non-boston scientific thrombectomy device was used to remove the thrombus, which required 45 minutes and 600ml of blood was removed from the patient during the process. The patient was administered a blood transfusion and monitored. The pe remained stable throughout the procedure. The air embolism or possible thrombus observed within the laa prior to deployment, remained trapped in the laa behind the closure device. The patient was transferred to the recovery unit and awoke without concerns. The patient will remain on eliquis until returning for the routine 45-day follow-up.

Event description:
It was reported that air embolism, pericardial effusion (pe), and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed utilizing transesophageal echocardiogram. A watchman access system (was) was positioned and a 35mm watchman flx closure device and delivery system (wds) were advanced. The physician then advanced to create the flex ball while doing a contrast shot to deploy the wds. During the deployment and contrast shot an air bubble was observed inside the wds sheath and contrast was discontinued. The air was aspirated and removed from the wds sheath. Fluoroscopy was reviewed and either an air embolism or thrombus was observed deep in the laa. The wds was deployed, and an effusion sweep was performed. A small pe was observed near the right ventricle. Protamine was administered and the physician continued with re-deploying the wds four (4) additional times to obtain adequate positioning. The wds was released. Upon release and retracting of the wds sheath and was from the left atrium into the right atrium, a long, mobile thrombus was observed in the left atrium, attached to the threaded insert of the closure device. A non-boston scientific thrombectomy device was used to remove the thrombus, which required 45 minutes and 600ml of blood was removed from the patient during the process. The patient was administered a blood transfusion and monitored. The pe remained stable throughout the procedure. The air embolism or possible thrombus observed within the laa prior to deployment, remained trapped in the laa behind the closure device. The patient was transferred to the recovery unit and awoke without concerns. The patient will remain on eliquis until returning for the routine 45-day follow up.

Manufacturer narrative:
Section b1 adverse event/product problem: added product problem.